Event description:
During surgical case laser fiber was inserted into laser machine when the physician attempted to fire the laser. Nothing happened. Laser fiber was removed and replaced with a new laser fiber. No issues with laser fiber replacement. FDA safety report ID# (B)(4).